Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse removed the case of each of the modules and found no physical damage. The cse replaced the power supply and restarted the instrument, however, the computer would not enable. The cse replaced the computer. The instrument was back-up and running after all system checks were performed. The cause of the smoke emitted from the instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer experienced a failed reagent cartridge trash on the dimension vista 1500. The customer pulled a jammed reagent flex out and reset the instrument. Upon reset, the customer stated an electrical burning smell and smoke were emitted from the instrument, and immediately removed power from the instrument. There are no reports of patient intervention or adverse health consequences due to smoke and burning smell emitted.